Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v738951, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient received a new lead and ins. Caller stated the lead was moved to the right side because the patient had not been satisfied with the results of the system, that it had not helped as much as expected. Caller stated the patient had (B)(6) improvement in their symptom control. Caller said that the patient had had some adjustments at the healthcare provider's office. Caller stated the patient had a replacement the day of the call. They also mentioned that the patient had a lot of pain at the ins site right after the first implant and it did gradually subside, however they experienced pain for the first year. No further complications were reported or anticipated.